Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the controller was not taking a charge from the wall. The controller displayed a message it needed to be charged. Implant showed 30%. When plugged in the controller was showing solid green light. Walked pt through taking the battery out. Pt plugged in the controller and the screen did not power up. Pt then tried aas and the controller did not power up. Pt saw no damage. A new controller was requested. Pt called back from number registered saying they got the controller, but no battery was inside. It was reviewed the pt would need to put the battery from old controller into new controller. Pt then said they already did that and the same issue was happening. Pt put the battery in new controller and plugged into ac power supply, but the screen said battery empty, cannot continue recharge controller (even though it had been plugged in for 15 mins) and the green light was not blinking. Pt confirmed green light was on ac power supply. Pt plugged new controller into ac power without the li battery and reported the screen was blank.  Reviewed shipping times and pt said they hoped it came saturday because they were so sore. Pt said many people say these don't work but pt was a walking advertisement that they do work as pt is able to tell the second their battery runs out.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Analysis of the 97745 controller (B)(6) revealed that the rtm system connector was broken and unit was scrapped. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.